Event description:
The customer reported that during transit, a ferno incubator unit came loose from the stryker cot fastener. It is further reported that there were no adverse consequences to the ambulance crew or pt.

Manufacturer narrative:
It is unk if the fastener will be returned for eval. It is currently unk what role the cot fastener played in the incident. If the device is returned for eval, a f/u MDR will be submitted.